Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's stylus was not working. Attempts to calibrate resulted in an error message that indicated that the value was too high. In addition, multiple stylus were attempted with the programmer, and the issue was not resolved. The programmer was expected to be returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis summary: analysis could not confirm the customer comment of a stylus issue. Replaced and calibrated stylus as preventative measure. Upper case cracked; replaced upper case and the large and small thermal pads as associated. Right antenna failed; replaced right antenna. Reconfigured hard drive, reloaded and updated software. The device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's stylus was not working. Attempts to calibrate resulted in an error message that indicated that the value was too high. In addition, multiple stylus were attempted with the programmer, and the issue was not resolved. The programmer was expected to be returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer stylus did not accurately access icons; attempts to sync the stylus were unsuccessful. The programmer was returned for repair.